Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. Additionally, it was reported that a minimum fill notification was received after loading a cartridge with 225 units of insulin. A new cartridge was successfully loaded onto the pump resolving both issues. Customer's blood glucose level ranged between 105-201 mg/dl.